Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the blood glucose ran high. The blood glucose reading was as high as 400 mg/dl. The customer had been treating high blood glucose with manual injection and with the insulin pump. The drive support cap appeared normal and recessed. Small air bubbles were noted in the reservoir and the customer was assisted in priming them out. Insulin exited with a manual prime and no leaks were observed. The insulin was clear and within expiration date and the insertion site was not sore or irritated. The insulin pump failed one high pressure test, and passed the second. The customer was advised to change the entire set, reservoir, and insulin and treat per a health care professional's instruction. The insulin pump was not returned or replaced.